Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a high number of cc1 probes (po2 microprobe 200mm with smart card) were showing zero after being implanted for plastic surgery (flap monitoring). It was necessary to implant up to three probes per pt until a valid value was seen on the monitor. There was no pt impact as a result of these incidents.